Manufacturer narrative:
The lens was returned wrapped in gauzes. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company 21.5 diopter lens model was exchanged for a non-company toric (+21.5 diopter) lens model. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision (near and far). The lens was explanted in a secondary procedure after five month of initial implantation. The replaced lens was non company lens. Additional information was requested and received stating there was no patient harm.